Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation, but it has not been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of the tip-up fenestrated grasper broke inside of the patient. The fragment was reportedly retrieved during the same procedure. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.